Manufacturer narrative:
A visual inspection confirmed the customer¿s experience as the sample was received in two pieces; separation occurred at the upper pumping segment component. The retention ring was returned for analysis, which showed no sign of damage or defects to the component. A closer inspection indicated that a witness line was present in the silicone tubing indicating that the retention ring had initially been present at the joint and had separated sometime after the assembly. No sign of breakage or external force was noted to the tubing or spigot of the upper pumping segment adaptor. The root cause identified was that the separation is most likely to have been caused by a gap being present between the silicone tubing and pumping segment component. This can occur during the semi-automatic assembly process. Please note, the customer has returned one complaint sample for two complaints. Reference complaint report number 9616066-2015-00937. It was not possible to identify which sample corresponds to which complaint incident. Therefore the complaints will be closed based on the analysis done on the returned sample.

Event description:
The customer reported that the line separated below the blue pumping segment adaptor during an infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.